Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that electrodes 0 through 7 were all showing high impedances of >10,000 and >20,000 ohms. The patient had less than 50% therapy relief at the lead location. The patient was reprogrammed and they were given several groups that gave them improved coverage. There were no x-rays taken at the time of the report. The impedances did not resolve. The patient¿s status was listed as alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their doctor. The patient had an appointment on 2014-(B)(6). Additional follow-up was performed to determine if a cause had been determined, if reprogramming was needed, if any troubleshooting had occurred, how the patient was doing, and if the patient had any further concerns. This event will be updated if additional information is received.